Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed.the customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and replace the data acquisition (da) to motor controller (mc) cable and mc printed circuit board (pcb) as part of the field corrective action. The ventilator passed all tests and operated within the manufacturing specifications. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.